Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation and the alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that coil embolization was attempted in a splenic artery. The anatomy was very tortuous and it was difficult for the coil to navigate the vessel. After several attempts to manipulate and reposition the coil, the pusher wire detached inside the catheter. Both segments of the coil were removed in their entirety together with the catheter. There was no patient injury or additional intervention. The patient was reported to be "fine."